Manufacturer narrative:
Investigation summary bd received 10 photos from the customer for investigation. The photos were reviewed and show a device with the male luer broken off partially in the female luer. The remainder of the male luer is broken off in the holder in some of the other photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was a crack in the plastic of the slbcs non patient needle end. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was a crack in the plastic of the slbcs non-patient needle end. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.